Event description:
It was reported via repair work order that the power cord had torn sheathing with exposed electrical wires. It was also reported that the fowler was bent and could not lay flat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.